Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced overstimulation during a trial procedure's post-operative reprogramming session. Diagnostic testing revealed low impedance measurements. As a result, additional troubleshooting and reprogramming was performed that resolved the issue. The patient was reported to be in good health post-operative.

Manufacturer narrative:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.